Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that during set-up for a case the display of the s5 double head pump was unresponsive. The clinician resolved the issue by power cycling the pump. There was no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report that during set-up for a case the display of the s5 double head pump was unresponsive. The clinician resolved the issue by power cycling the pump. There was no pt involvement.